Event description:
The defibrillator in the room did not discharge during a "code blue". After charging up to 360j the attempted discharge resulted in the energy being "bled down" instead of delivering the energy to the pt. Three attempts were made with the same result before a different defibrillator was brought in and used.